Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent reducible ventral incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted dissection of the hernia sac from the skin and then dissection of the hernia sac from the fascial edges circumferentially. The hernia sac to be purposely opened which a portion of the previously placed mesh was identified. Portions of the mesh were excised. It was reported that the patient experienced severe pain, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.